Manufacturer narrative:
The display was not ramping on its own. The unit was received with an intermittent button response due to light moisture damage to the keypad. There were no traces of moisture at the electronic or the motor assemblies per visual inspection. There were minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer reported fluid exposure to the device. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.